Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. Dexcom was made aware on 06/11/2018 that medical intervention had occurred. The patient stated that she was allergic to skin adhesives and experienced itching approximately two days after the sensor was inserted. The sensor was removed due to the end of the sensor session and the patient saw a welt. The reaction was located on the abdomen, five inches to the left and five inches down from the navel. Patient treated the affected area with non-prescription neosporin, benadryl, and alcohol. The patient stated she stopped wearing the dexcom system due to skin reactions and saw her doctor on (B)(6) 2018. The doctor recommended that the patient call dexcom for hypoallergenic tape due to an allergy to adhesive tape. At the time of contact, it was indicated that the patient was well. No additional event or patient information is available.